Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The devices were available for evaluation. Videos were also provided. Visual inspection noted that the reload was fully fired with the jaws open. One back extruded staple was observed at the 3cm cut line. Sub flush staple pusher were observed between the 1cm and 3cm cut lines. Each reload was received in a sealed blister package. Functional testing noted that the reload was loaded into the subject instrument. The interlock was overridden. The reload was cycled without hesitation or binding. The reload interlock was tested and found to function properly. It was reported that the instrument locked on tissue and there was staple formation issue. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur under the following conditions: application over tissue that is beyond the recommended thickness range or application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoro ughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut or incomplete staple formation, which may result in poor hemostasis or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a lobectomy by video-assisted thoracic surgery (vats) using the handle and reloads for bronchial lobe re section, the device locked on tissue and could not be removed. The procedure experienced extended surgical time for only a few minutes, and there were unformed and interlaced staples, with tissue trapped to the reload. The surgeon carefully used scissors to release the bronchial tissue trapped to the reload, and an air leak check was performed, showing no signs of leaks.

Manufacturer narrative:
D10 concomitant products: egiaushort, egiaushort endogia ultra univ sht stap, (lot # p4l0795); sig45ctamt, tri 2.0 sig45ctamt 45 CT med thk 12mm, (lot # unknown); sig45ctamt, tri 2.0 sig45ctamt 45 CT med thk 12mm, (lot # unknown); sig45axt, tri 2.0 sig45axt 45 xtra thk 15mm, (lot # n4c2186y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.